Event description:
Reportedly, during the follow up of the subject device, printing issues were encountered when performing the atrial threshold test. The orchestra programmer had to be restarted to resume proper behavior. Consequently, the follow up lasted longer than expected. No pacemaker operation anomaly was reported. However, an explanation related to the printing issue is requested.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.